Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plastic layer covering the sealant of two 6/7f mynx control vascular closure devices (vcd) were disassembled upon insertion into a 7 french sheath, preventing insertion into the sheath. Another random one from the same lot number and found that the sealant cover was not in place. There was no reported patient injury. The non- cordis sheath pathway was clear. The sealant sleeves were torn as the mynx control device was being advanced. The nurse¿s and doctors¿ hands were wet when handling the device as usual, and the exposure to bodily fluids was not due to damage to the sealant sleeves. The device was removed from the package as usual with nothing out of the ordinary. The device was stored and prepared per instructions for use. An antegrade approach was used. The deployer was certified and had used the device more than 50 times previously. There was nothing out of the ordinary regarding the femoral puncture site. Angiography verified the femoral artery suitability, including the insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity and no presence of peripheral vascular disease or calcium near the puncture site. Hemostasis was achieved with manual compression for approximately 20 to 30 minutes. The device was not inspected for damage when removed from the package, and no damage was noted to the packaging or device at that time. One of the two devices will be returned for evaluation. Per preliminary image review, the sealants of the original two mynx devices were saturated with blood and partially uncovered by the damaged sealant sleeves.